Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the phenom 27 catheter was also replaced when the first pipeline was replaced. It was not possible to remove the pipeline from the catheter without detaching the device inside of the hub, so a new phenom 27 was used. At insertion of the device into the hub everything went smoothly, then resistance grew as the doctor advanced the pipeline. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheters observed. The cause of the event was not determined.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield braid was returned for analysis within a shipping box; within a plastic bio-pouch; and within a small jar. The pipeline flex shield pushwire and phenom 27 catheter used in this event were not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID (lot: unknown); product type: product ID ped2-500-30 (b812929); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pipeline embolization device for an unruptured saccular aneurysm located in the internal carotid artery on the right side, the device did not open properly in the distal portion. Strong resistance was felt during delivery inside the phenom 27 microcatheter, and multiple resheathing attempts were made. The distal braid of the device became deformed due to resheathing attempts, and the device failed to open after more than 50% had been deployed. The pipeline was resheathed more than two times and subsequently removed from the patient. The same issues occurred with a second pipeline device. The hcp had resheathed the pipelines in the microcatheter to retract the ptfe sleeves and allow distal portion for easier opening, but this maneuver didn't succeed as the pipelines still didn't open. No additional steps were taken to open the devices. The pipelines were not positioned in a bend when they failed to open. Dual antiplatelet treatment was administered, and a good angiographic result was achieved after switching to another product. The aneurysm max diameter was 14mm. The landing zone was 4.1mm distal and 5mm proximal. The patient's vessel tortuosity was normal. The devices were prepared as indicated in the IFU. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that there was resistance with both phenom 27 catheters that were used.